Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient's nurse stated that the patient received an erroneous result when testing with a coaguchek xs meter (serial number unknown). The nurse also stated that results from the meter have been erratic. A sample from the patient was tested on the meter, resulting as 8.0 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 1.89 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment of have a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not been ill or on new medication. The patient has had no changes in diet. The patient did not have any symptoms of bleeding or bruising. The patient's coumadin dose has been adjusted when results are outside of his therapeutic range. The nurse did not know if the code chip installed in the meter matched the code designated for the test strip vial. The nurse also did not know if the test strips were stored at room temperature, handled with wet hands, or used within 10 minutes after removing from the vial. The nurse also did not know how the meter was cleaned or if blood had been applied to the test strip within 15 seconds or less after sample collection. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.